Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. After discussion with the customer, they believe that a use error contributed to the reported issue but this could not be conclusively determined. The customer did believe that the patient was not adequately prepped for therapy electrode placement which could have contributed to the device not obtaining solid connection to the patient through the electrodes. Physio-control performed a clinical evaluation of the reported event and determined that it was unknown if the device use contributed to the death of the patient due to no available ECG rhythm from the event.

Event description:
The customer reported that two of their devices had failed during a patient event. The customer indicated when the therapy electrodes were placed onto the patient with the first device, the device was not showing a consistent paddles lead ECG rhythm due to what appeared to have been a connection issue between the patient and the electrodes. After approximately 30 minutes of attempted use with the first device having inconsistent paddles lead ECG readings, the customer connected limb lead ECG electrodes and removed the therapy electrodes from this device then implemented a back-up device. When the customer switched over to the back-up device they also replaced the therapy electrodes. The customer indicated that the back-up device exhibited the same reported issue of an intermittent connection. During the event, the patient did receive one defibrillation shock from the first device. The customer indicated that they noticed a burning smell after the first shock was delivered and realized that the likely cause of this was due to a high amount of chest hair on the patient but this could not be confirmed. The customer initially stated that they believe the therapy electrodes were not properly applied to the patient because the patient's chest was not shaved to allow for a proper connection. The patient was in cardiac arrest upon arrival. The patient did not survive the event. The customer initially reported that they believe the use of the device did not contribute to the death of the patient; however after a further review from their risk management personnel, the customer indicated that they believe the device use may have actually contributed to the death of the patient due to delays in the ECG rhythm interpretation from the observed connection issue with the devices.